Event description:
Device was tunnelled in patient's arm. Difficulty encountered upon accessing to withdraw blood or infuse. Child complained of pain. Catheter was noted to have separated and tip migrated to patient's lung. The catheter tip was removed.